Manufacturer narrative:
The device sc-1160 serial number 362407 was not returned to boston scientific for analysis. A labeling review did not reveal any anomalies as it states: system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are a known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on the available information, boston scientific has assigned and investigation conclusion code known inherent risk of device. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicated that the spinal cord stimulation (scs) patient underwent an explant procedure due to inadequate stimulation. In accordance with facility policy, the explanted device was disposed of and will not be returned. No additional adverse patient effects were reported postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicated that the spinal cord stimulation (scs) patient underwent an explant procedure due to inadequate stimulation. In accordance with facility policy, the explanted device was disposed of and will not be returned. No additional adverse patient effects were reported postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.